Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a hole in tubing in the preconnected system. All components were removed and replaced with a new ipp system. There were no patient complications.